Manufacturer narrative:
MFR's report date: january 8, 2014. Internal file number: (B)(4). The reported service complaint of unregulated flow during rate accuracy testing was confirmed and replicated accuracy testing was confirmed and replicated during functional testing. A review of the pump module event log showed that the device was last used for an infusion on (B)(4) 2007 at 2:21 am. Further review of the logs confirmed that the device was not used again until 6 years later on (B)(4) 2013; however no infusions were started by the user. Rate accuracy testing was performed and the pump module was found to be out of specification and could not be calibrated. After testing was performed, the device was opened for further inspection. Which found the lower left occluder spring to be bent. Inspection of the mechanism frame and damaged occluder spring confirmed the presence of white shavings debris from the occluder finger. Inspection of the occluder finger post confirmed physical damage, most likely as a result of the bent spring scraping against it. The cause of the reported free flow during rate accuracy testing was the bent occluder spring, however, it could not be determined when the bent spring occurred. A service notification was opened (B)(4) 2008 to inspect occluder springs as part of the lvp spring recall; however the device was never returned to carefusion for service until it was received for service in october 2013.

Event description:
Customer sent device to service depot. Service noted the returned pump module free flowed during rate accuracy testing. Customer was contacted to inquire about any history of infusion inaccuracy. Customer did not respond to inquiry. Although requested, no add'l info was provided by the customer.